Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra2 meter read inaccurately high compared to the patient¿s feelings and/or normal results. The complaint was classified based the customer service representative (csr) documentation. The reporter stated that the alleged product issue occurred at 10:21am on (B)(6) 2017. At this time, the reporter obtained a blood glucose result of ¿7.1mmol/l¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The reporter stated that the patient manages their diabetes by self-adjusting their insulin dosage based on subject meter results and made no changes to their normal diabetes management regimen as a result of the alleged product issue. The reporter stated that the patient developed the symptom of ¿sweating¿; a symptom which they associated with hypoglycemia, a few minutes before the alleged product issue occurred. In response to this the reporter measured the patient¿s blood glucose on another device at 10:44am the same morning and obtained a blood glucose result of ¿2.2mmol/l¿. As a result of this the reporter gave the patient juice by means of treatment and then measured their blood glucose 15 minutes later on the other device, with a result of ¿6.2mmol/l¿ being obtained. At the time of troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have control solution available to walk through a control solution test. The product(s) have been replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurately high results, the alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips have passed all testing with no faults found. The reported issue could not be confirmed. In addition, lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.